Event description:
The following has been reported: display shows humidity ingress. Reporting as a conservative measure, no adverse event communicated. More information is needed to complete the investigation.